Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported event of noise on the atrial channel was confirmed by review of the stored egms. The device was tested in a saline solution and using automated testing and the noise was not reproducible. Device sensing was normal and no noise was observed during these tests. It is believed that the noise may have resulted from a lead connection issue or a lead anomaly.

Event description:
It was reported the ICD interrogation shows noise on the atrial channel. The device was explanted and replaced.